Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 150mm diameter abdominal aortic aneurysm. It was reported that, at implant and currently, the proximal aortic neck was 25mm in diameter and 15mm in length. The aortic neck angulation was 25 degrees. The vessels were very tortuous with no calcification. However, it was reported that, approximately 42 months post index procedure, the patient presented emergently. The physician reported that the CT revealed a type ia endoleak. The event was resolved by implanting an aortic cuff. The physician stated that the cause of the proximal type I endoleak was due to the stent graft being positioned 1cm below the lowest renal artery which did not give enough length to maintain a proximal seal. However, the allegation of an inaccurate delivery to 1 cm below the lowest renal artery could not be confirmed because CT's at implant were not available. No additional clinical sequelae were reported and the patient is fine.